Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During procedure, upon the third inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications and the patient's condition was stable.